Event description:
The customer reported via phone call that the insulin pump alarmed button error and that the customer was unable to clear the alarm. The customer's blood glucose was unknown. While troubleshooting, the customer was unable to recall any significant events leading to the alarm. The customer was advised to revert to a back-up plan. The customer was sent a replacement insulin pump. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.